Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced peritonitis. Upon follow up, the pdrn stated the patient presented to the outpatient clinic (B)(6) 2022 experiencing symptoms of abdominal pain, fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 and enterococcus faecalis was present in the culture and a wbc count of 5287/mm3. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg every day for two weeks. The patient was not hospitalized as a result of the event. It was reported that the patient had grown ¿complacent¿ regarding pd therapy by not always washing hands, not wearing a mask, or ¿not taking other aseptic precautions.¿ the patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The pdrn confirmed the patient¿s peritonitis and associated symptoms were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn reported the patient recovered from this event and has remained asymptomatic. The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home following this event.